Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 16" century sterilizer. The technician inspected the unit and found the root cause of the event to be attributed to the pressure regulator valve (prv). The prv was set too high which caused the safety valve to break, creating the reported steam leak. The technician adjusted the prv to the proper setting and replaced the safety valve, ran a test cycle and found the unit to be operating according to specification. The 16" century sterilizer was installed in 2009 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported their 16" century sterilizer was leaking steam. No injury, procedure delay, or cancellation was reported.